Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a cable on a patient's electrode belt was damaged.